Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd safetyglide¿ needle detached from hub after use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one loose safety glide needle was received by bd canaan and reported to be from batch #6204933 (p/n 305901). The sample was visually evaluated. The needle cannula was found separated from the needle hub in the sample bag. The sample bag also contained a loose syringe which was not manufactured in canaan. A needle cannula separated from the hub is a rejectable condition at bd canaan. DHR review for batch 6204933 (p/n 305901): manufacturing date: 08/09/2016 to 08/10/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6204933 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. The root cause undetermined. CAPA not required based on severity and occurrence level defined for this complaint.